Manufacturer narrative:
Manufacturing site: (B)(4), registration number: 3009121749 when the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The fielder xt-r guide wire was returned for evaluation. The coil wire was elongated for approximately 540mm from the proximal solder (holds the coil onto the core) originally located at 160mm from the tip. The polymer jacket on top of the coil was torn along with elongation of the coil and torn pieces of the polymer jacket remained on the elongated coil. At the very distal end of the coil, there was a ball tip which indicated that the coil remained in one piece. Under the elongated coil, the fractured core was exposed. The fracture site was located at approximately 80mm from either the tip or the proximal solder. Distal side of the fractured core was deformed helically. The fracture surface was oblique that indicated local bending stress had contributed to fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation had most likely contributed to the observed core fracture on the returned fielder xt-r guide wire. The applied stress would localize and exceed the product design limit likely due to tortuous anatomy. Tensile stress generated with wire removal then made the coil to elongate and the polymer jacket to tear. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage observed on the returned guide wire was too severe to completely rule out a possibility that some fragments of the polymer jacket might have been left in the patient. Instructions for use (IFU) states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the coil of an asahi fielder xt-r guide wire elongated during a pci to treat a lesion in the severely tortuous lad. The guide wire was advanced retrogradely through the tortuous #4pd and reached distal to the lesion when elongation of the coil was noted. A new guide wire was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stenting. The physician commented that there was a bend in the route from #4pd to the distal lad that was almost 180 degrees and the vessel was hardened. The guide wire must have damaged during crossing the bend. There were no adverse patient effects associated with this event.